Manufacturer narrative:
The complaint that the autopulse nxt platform (sn (B)(6)) stopped because it was overheating during a call was confirmed based on the archive review but not during functional testing. According to the archive, fault code 1290 (fault_analog_motor_over_temp) were observed on the event date. The likely root cause of the complaint was related to the high-temperature limit, which may have been reached because the platform required additional energy to deliver compressions, possibly due to patient characteristics such as larger body size. This increased energy demand could have led to elevated motor heat, ultimately exceeding the thermal limit. After the call, the platform was used for another 16-minute session. During this period, the motor temperature exceeded its thermal limit of 110°c, triggering fault code 1290. This was likely caused due to the vents being blocked during the session, according to the customer's report. However, during functional testing, the platform performed as intended without faults or errors. Based on the archive log review, the complaint was confirmed. The platform was used for a treatment session that lasted 18 minutes on the event date. During this session, 1,516 compressions were delivered to an xl (190-250 lbs) hard stiffness patient. After the alert 120 warning of motor temperature rising, the session ended when the motor temperature exceeded the thermal limit, reaching 110°c, which triggered fault code 1290, stopping the compressions, and the yellow alert triangle indicator illuminated. The increased heat generation in the motor arose because the device required more energy to compress a larger patient or object, causing the motor temperature to exceed the thermal limit. The platform powers off when the battery is removed. A fully charged battery was inserted, and the platform was prepared for another treatment session. This session lasted for 3 minutes when the motor temperature exceeded its thermal limit of 110°c, triggering fault code 1290. As a result, the compressions stopped, and a yellow alert triangle indicator was illuminated, and then the platform was powered off by the user. After the call, the platform was used for another 16-minute session. During this period, the motor temperature exceeded its thermal limit of 110°c, triggering fault code 1290. This was likely caused due to the vents being blocked during the session, according to the customer's report. The next day, the platform was used/tested with multiple sessions (longest 27m). During those sessions, multiple alert 120s warned of motor temperature rising, and the session ended when the motor temperature exceeded the thermal limit, reaching 110°c, which triggered fault code 1290 and stopped the compressions. According to the autopulse nxt user guide, "do not block the platform vents. If airflow through the vents is obstructed, the temperature of the platform may rise. If the platform overheats, the alert indicator illuminates and the platform stops compressions, the start button is disabled and compressions cannot continue. Perform manual CPR until the temperature is within range." The autopulse nxt platform passed the preliminary functional test without any fault or error. The customer reported complaint was not reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse nxt platform (sn (B)(6) stopped because it was overheating during a call yesterday. A blanket was covering the 73-year-old 6 ft tall 225-pound male patient and was wrapped around the platform. The platform ran for approximately 20-22 minutes prior to shutting off. The flight crew assumed the battery needed to be replaced so they changed the battery. Then the platform only worked for 2-3 minutes before turning back off. The crew switched to manual CPR and continued until the patient could be placed on the hospital's lucas device. The failure initially occurred as the crew was landing at the receiving hospital. No impact or consequence to the patient. After the call, the issue was duplicated while testing the platform with a blanket today after 20-25 minutes of compressions. Then, the platform required a 30 second delay before it would turn back on. It did turn back on with a new battery but only lasted 12 minutes prior to turning back off. This time it required a cooldown time greater than 2 minutes prior to restarting. The blankets would have been around the handles and the vents. But they didn't think the thick blanket should be wrapped around the patient since this would put an extra layer between the compressions and the patient.